Event description:
It was reported that during preparation for a balloon angioplasty procedure, the balloon was observed as having a hole. While a 33/7/2/65 equalizer balloon was being removed from its packaging, a hole in the balloon was observed. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint sample was returned for evaluation. The catheter shaft was inspected for cosmetic defects. The balloon was inspected and a hole/perforation was found near the distal bond. Both proximal and distal balloon bonds were examined. The proximal bond measured at 2.69mm and the distal bond measured at 2.29mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).